Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag motor failed during use. Patient was not injured. Customer reported switching to backup centrimag motor to resolve alarm. Alarm was reported to be m4 alarm and noise was coming from the motor. The customer requested evaluation and repair. No log files were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event was determined to be related to the centrimag motor. No issues with the centrimag pump were reported or identified through this evaluation. It was reported that the centrimag motor failed during use with an m4: motor alarm and noise. The patient was not harmed, and exchange of the motor resolved the issue. The reported events were confirmed and replicated through evaluation of the returned motor; refer to the centrimag motor investigation. The centrimag pump was not returned for evaluation. The reported centrimag blood pump lot number was invalid. Device history record review was not performed as the correct identifying information for the pump was not able to be determined during the investigation; however, no issues with the centrimag pump were reported or identified through this evaluation. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available. The IFU cautions to always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual (rev. 11) is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts as well as appropriate operator response to these events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.